Event description:
The harmonic gives an error message to release pressure on blade. So we remove the instrument from the patient to test it and the error message just reappears and it will not work. We do not do anything to cause this error and are using the harmonic as intended.